Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a plavix and aspirin medication regiment. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device was well placed and there were no issues. Three (3) months later the patient had a computed tomography scan on their kidneys and the physician noted that there was a thrombus present on the closure device at this time. The patient had their six (6) month follow up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the thrombus was still present on the closure device. The patient was then placed on warfarin in response to this event. Eight (8) months post procedure another tee was performed, and a large thrombus was still present on the closure device. The patient has remained on warfarin. There were no other complications that have been reported to have occurred with these events.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a plavix and aspirin medication regiment. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device was well placed and there were no issues. Three (3) months later the patient had a computed tomography scan on their kidneys and the physician noted that there was a thrombus present on the closure device at this time. The patient had their six (6) month follow up transesophageal echocardiogram (tee) procedure. The tee imaging showed that the thrombus was still present on the closure device. The patient was then placed on warfarin in response to this event. Eight (8) months post procedure another tee was performed, and a large thrombus was still present on the closure device. The patient has remained on warfarin. There were no other complications that have been reported to have occurred with these events.